Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not charging the batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to a shorted u13 cmos microcontroller on the bedside board. The root cause for the shorted microcontroller could not be positively determined. No adverse event resulted from the defective charger. The patient received a replacement battery charger/modem.